Event description:
It has been reported to philips the screen freezes up on the monitor, it's a touch screen for the cardiac monitor. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.